Event description:
It was reported that a spectrum iq infusion pump had an issue of integration error . When checking on server log, it reviewed that the pump was manually programmed with IV fluid running on secondary channel, meropenem running on primary channel. Customer said it was not correct practice. There was no report of patient injury or medical intervention associated with this event.no additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.